Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter is unknown.

Event description:
It was reported that the pump exhibited a double beep with cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; the tamper seal was all intact. There was evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation and functional testing. The pump was giving the normal cassette removed alarm without the test cassette installed and was quiet with the cassette installed. Upon inspection, the downstream occlusion sensor appeared to be undamaged and there was no evidence of fluid ingression. No fault was found. It was recommended that the downstream occlusion sensor be replaced as corrective measure. The root cause was unknown. The product is 5 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms#(B)(4)., corrected data: correction: d4: model number: 6400.